Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose prostyle instructions for use (eifu), as a known adverse event of use of the device. The prostyle device was removed with force. It should be noted that the electronic prostyle instructions for use (eifu) state, 'do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and/ or surgical removal of the device and vessel repair.' In this case, based on the reported information, the use of force was circumstantial due to the difficulties experienced during removal. A conclusive cause could not be determined for the reported difficulties. The unexpected medical intervention and tissue damage appear to be related to be related to circumstances of the procedure. Factors that may contribute to difficult to open or close the foot and difficult to remove the device include, tissue or suture caught in the foot or aggressive technique. There is no indication of a product quality issue with respect to manufacture, design or labeling. Unused sterile devices were returned from the account from the same lot, which were inspected and functionally tested with no anomalies related to this complaint.

Manufacturer narrative:
H6: medical device problem code 2017 - excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a venous closure of the right common femoral vein using two prostyle devices after a watchman procedure with a 14f sheath. Reportedly, both devices were deployed, yet when the footplate levers were lowered completely, the feet were partially open. The devices were difficult to remove and removed with force slightly tearing the vessel wall. Two other prostyle devices were used to achieve hemostasis and treat the torn vessel. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.